Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll up to 300, without any input from the customer. Customer's blood glucose level at the time was unknown. Advised that the device would be replaced.